Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97740, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a patient via manufacture representative regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that patient's therapy was turning off by itself. Rep was at a follow up appointment last week with the patient for normal reprogramming and teaching visit. Patient went home and charged ins to full. Patient turned stim on, saw the lightning bolt on the screen and, heard 3 beeps and then lightning bolt went off. Caller reported that patient lived very close to a power tower. Patient was describing screens to him as he would expect. Reviewed to confirm if patient was saying the lightning bolt was going away and not the recharge screen. Caller was meet with the patient on (B)(6) 2018. Further troubleshooting was not possible due to lack of access to patient/product. No further complications were reported/anticipated.